Event description:
After a successful thrombectomy procedure in a femoral and iliac vein, it was noted that the amplatz thrombectomy device (atd) distal impeller housing had separated from the drive-shaft and catheter. The distal portion of the device was successfully retrieved from the ivc with a snare. The pt experienced no adverse sequela.